Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0002648920 - 2018 -00320. Concomitant medical products: 00875101336 liner, lot 62102605. Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was wound dehiscence with uncontrolled bleeding. Attempts have been made and no further information has been made available at this time.